Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power supply voltage was adjusted. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed a communication failure error message. No patient injury was reported.